Manufacturer narrative:
The available information suggests that this device remains in-service. The investigation of this event is on-going in an effort to obtain additional information.

Event description:
In the interest of continuous improvement of boston scientific¿s ingevity pacemaker leads, a research effort was started to evaluate the electrical performance of ingevity leads manufactured with platinum anode and the recently launch titanium anode. Analysis included both implant chambers (right atrial (ra) and right ventricular (rv) leads, both active and passive lead fixation) and all standard electrical measures (auto pacing threshold, pacing impedance, and sense amplitude). Stored latitude data was reviewed by boston scientific¿s research and development. Identification of numeric ra/rv pacing impedance measurements that are out-of-range (less than or=200 ohms, greater than or =2000 ohms) or non-numeric ra/rv pacing impedance values (saturated, less than minimum) will be reported to event analysis as potential product experiences. Based on review of stored latitude data for this ingevity lead model number/serial number, the following clinical observation was identified: saturated ra pacing impedance value.

Manufacturer narrative:
Despite multiple attempts, no additional information was available from the local representative.